Event description:
A customer reported that the cutter stopped cutting at 7500. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 11, 2008. Based on qa assessment, the product met specifications at the time of release. Pneumatics module was received for evaluation. A visual assessment of the returned sample revealed minor physical damage to the metal housing. The returned sample was installed in a calibrated system and tested. The system was able to boot up without any system messages (sm) displayed during or after the boot up sequence. The system was then tested to section using an oscilloscope and transducer box. The system did not pass, and the waveform/measurements observed on the oscilloscope were shifted up similar to other complaints with the same reported event. An internal investigation was opened to address the issue. The root cause of the reported event can be attributed to a nonconforming vit cut valve. An internal investigation was opened to address the issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).